Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): stent: 2.25x30mm resolute, 3.25x23mm, 3.0x18mm xience xpedition. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 for symptoms of repeated chest pain over the past four years, aggravated with activity for one year. On (B)(6) 2014, a 3.25 x 23 mm xience xpedition stent was successfully implanted in proximal right coronary artery (rca) for treatment of a 100% stenosed lesion. On (B)(6) 2014, a 2.5 x 38 mm xience xpedition stent, a 3.0 x 18 mm xience xpedition stent and a 2.25 x 30 mm non-abbott stent were successfully implanted in the proximal to mid left anterior descending artery (lad) for treatment of a 60% stenosed lesion in the proximal lad and 100% stenosis in the mid lad. The patient was discharged on (B)(6) 2014. Information received from the 3 year follow up done on 9/09/2017 indicated that the patient had died at home on (B)(6) 2016. The specific information is unknown. Per the physician, the relationship between the event and the device is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4).